Event description:
When pt's silicone gel implants were surgically removed, one was found to be ruptured, per verbal report of the or nurse and dr's scrub nurse. Op note reads "left ruptured gel implant. Bilateral capsular contracture."